Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the image and assigned universal surgical manipulator (usm)s were flipped when they reseated the 30-degree endoscope. The tse advised the user to cancel the guide tool change by pressing the instrument clutch, which successfully resolved the issue. The tse explained to the user that the issue originated from the "guide tool change" function and recommended inspecting the endoscope after the procedure to verify that it rotates smoothly by hand. The user later called back to report that, upon inspection, the endoscope could not be rotated, and resistance was encountered. The endoscope was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Isi contacted the medical engineer and obtained the following additional information: the issue started prior to starting pre- anesthesia and did not result in patient injury. The surgeon could not control the endoscope from the console. The event did not involve a reversed control on the system arms. The endoscope was installed in the down orientation and the surgeon did confirm the desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base were not still engaged/in-synch/attached. Isi technical support instructed to manually rotate the endoscope 180 degrees, but it was not possible.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. Additional observation(s) not reported by site: the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The root cause for functional test failed ¿ transmittance test failure is not determinable/applicable. The complaint was confirmed by failure analysis.